Manufacturer narrative:
The device was returned and evaluated. The 456.420s, lot number h080452, tfn nail was returned broken in two pieces. The nail broke in two pieces at the helical blade insertion hole. It is an oblique fracture and the proximal fragment of the nail (with locking mechanism) measures approximately 49 mm. A visual inspection, DHR review, dcrm review and drawing review were performed as part of this investigation. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned tfn nail is already broken. Drawings were reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. Although a definitive root cause could not be determined, this complaint condition is likely caused by a non-union at the hardware fracture site. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The proximal femoral nailing implants - core dossier design and clinical risk management (dcrm) document was reviewed and found to adequately address the harm of this complaint condition the following concomitant parts were returned without an allegation against them: part #: 456.307 lot #: 7888263; part #: 458.944 lot #: h108747. There is no evidence that these devices contributed to the complaint condition, and therefore no additional investigation will be performed on these devices. Corrected data: patient age reported as "late 50's early 60's". Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient age or date of birth and weight are not available for reporting. Date of device breakage and non-union is not known. Addition product code: hwc. UDI: (B)(4). Date of implant is not known. Concomitant devices therapy date is not known. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Part #: 456.420s, lot#: h080452 (sterile) - 11mm/130 deg ti cann troch fixation nail 400mm/right - sterile. Quantity 6. Component parts reviewed: 456.314.3 - trochanteric fixation nail lock driver tfn, lot h039392, 456.315.2 - trochanteric fixation nail lock 130 deg lock prong tfn, 9899248, 21069 - raw material lot - 9857068 received from supplier ati specialty materials. Ati allvac certificate of test meets specification. Raw material receiving/putaway checklist meet specification. Inspection sheet for inprocess/ inspect dimensional/final met inspection acceptance criteria. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. ¿sterility documentation was reviewed and determined to be conforming.¿ manufacturing location: (B)(4), manufacturing date: 19-apr-2016, expiration date: 31-mar-2025. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent repair a complicated hip/proximal femur fracture and was implanted with a trochanteric fixation nail (tfn) on an unknown date. Patient was doing very well, and was pain free for several months. On or around (B)(6) 2017, the patient returned to the doctor¿s office with new onset of pain in the hip that was repaired. At that time, an x-ray and a computerized tomography (CT) scan confirmed that the tfn nail had broken at the hole for the helical blade. The CT scan confirmed a nonunion of the basilar neck portion of the fracture however there was healing of the subtrochanteric extension of the fracture. The broken tfn was removed on (B)(6) 2017. The broken nail was difficult to extract, however all fragments were able to be retrieved. A 5.0mm locking screw that was explanted was also found to be broken however it is unknown how and when the screw broke. A depuy synthes reclaim revision hip was used as a definitive solution to this problem. The revision was successful and took about two and a half hours to complete with no surgical delays. Patient outcome was reported as good. Concomitant devices reported: helical blade (part 456.307, lot 7888263, quantity 1), locking screw (part 458.944, lot h108747, quantity 1). This report is for one (1) tfn nail. This is report 1 of 2 for (B)(4).